Event description:
It was reported that the device had been implanted for two months and no data was collected. It was also reported that the device implant detect was then manually programmed off to start data collection. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.